Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: the new connector was not working properly for push injections, and even after multiple replacements, IV infusion was still not possible. To avoid affecting the patient's treatment, we finally replaced it with a new, similar product, and the infusion continued normally. Additional information received from the customer: please confirm the reported defect was identified during priming or infusion? = drug infusion has not yet been performed; the connector attached to the infusion set fails to vent properly please can you confirm if the connecting product has a luer slip or luer lock connection?= according to the client's description, this appears to be caused by the shorter luer connector on certain infusion sets, which sometimes prevents the channel from opening fully.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Device evaluation: a 2000e china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24025569. The feedback provided by the customer states that, "the newly installed connector failed to deliver fluid smoothly." Further information from the customer has stated that the reported defect was identified before drug infusion started and the infusion set was not able to vent properly where the channel remains closed. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24025569 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.